Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device was overheating during use. It was reported that the device was used in surgery, but without pt or user injury. It is unk whether there was related intervention or delay. There was no add'l info provided.